Event description:
The customer contact reported a separation. Prior to patient use, while concerning the extension set to an unspecified primary set, the clave separated from the tubing. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.